Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted scratches on the device case and body fluid contamination in the lead barrels. The battery status was elective replacement indicator (eri). A review of the device memory noted a software warm reset and a cyclic redundancy check (crc) fault code. An error correcting code (ecc) memory correction was also noted the same day. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that a latitude red alert was detected from this cardiac resynchronization therapy defibrillator (crt-d) due to the tachycardia mode being set to something other than monitor + therapy. Additional information was provided that the device had been accidentally programmed this way. It was noted that the health care provider would call the patient for follow up. The device was successfully reprogrammed to monitor + therapy. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.